Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) battery was completely dead. Boston scientific technical services (ts) verified that the ICD could not be interrogated and no beeping with magnet. Ts then discussed that ICD could go into storage mode if it falls below a certain voltage value. Attempt to obtain additional information was unsuccessful. To date, this ICD remains in service. No adverse patient effects were reported.